Event description:
It was reported that the driver tip broke off in the head of the screw. The tip was removed as well as the screw. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non conformance to specification.

Manufacturer narrative:
The device was returned for evaluation. Visually confirmed approximately ~3mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the relevant dimension confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, with the tip just below the fracture surfaces ''plastically'' deformed.